Event description:
It was reported that the device failed to convert the patient's arrhythmia with 35j shocks. A sub-q coil lead was added to the system to improve defibrillation thresholds. The device was nearly at elective replacement indicator (eri) and was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.